Manufacturer narrative:
Service & repair review: lot 3994785 - no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 20-aug-1999. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Additional service & repair review: the customer reported the inside of the screwdriver was gone. The repair technician reported the screwdriver blade was missing. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on 8-jan-2015. The evaluation was confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented that the 1.3mm cruciform screwdriver blade with holding sleeve, inner part of screwdriver is missing, only the sleeve is left. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: product investigation was completed: per the technique guide, the 314.411.96 cruciform screwdriver blade with holding sleeve, for 1.3mm screws is an instrument routinely used in the modular hand system. The 314.411.96 cruciform screwdriver blade with holding sleeve, for 1.3mm screws was returned and reported that the inner part of the screwdriver is missing and that only the sleeve is left. The device was manufactured in august 1999 and is over fifteen years old. This condition is confirmed; only the sleeve was returned and the central screwdriver blade was missing. The balance of the device is in good condition. It is likely that the screwdriver blade became lost during sterile processing. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The complaint condition for the 314.411.96 lot number 3994785 cruciform screwdriver blade with holding sleeve, for 1.3mm screws was likely caused by disassembly for sterile processing by the customer; however, this complaint is not a result of any design related deficiency. Health professional inadvertently checked on initial; should be only company representative. A review of the device history records was not completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.